Manufacturer narrative:
(B)(4): brief description of complaint: after about 20-30 minutes of use the surgeon reported the wire had detached from one side of the plastic holder but the surgeon continued to utilize the device. It was later discovered that the wire detached on the other side and was unable to be located. The surgeon does not believe the wire remained in the patient. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna product number: ps300-002 lot number: 0210058295 expiration date: 30-aug-2018 quantity returned: 1 testing performed: device packaging inspection: ¿ one returned plasmablade¿ tna device with three attachment tips was received inside a (B)(6) shipper box within a plastic bag with no packaging to fill the negative space. ¿ no original packaging was returned; therefore it is neither possible to confirm the device information against the information listed with gch nor confirm the device that was sent back as the reported complaint device. ¿ there was a product return form included. Device visual inspection: ¿ the device is used with blood on the handle, shaft, and cord. ¿ three attachment tips were returned, adenoid tip, tonsil tip, and the suction coagulator. ¿ the tna adenoid tip electrode wire and suction opening contain tissue and coagulum buildup, the housing is melted, the electrode wire is fractured and detached from the electrode tip housing which visually relates to the reported complaint description; all other components appear in place and intact, figure # 1 and figure # 2. ¿ additionally, it was found that the adenoid tip electrode wire housing is damaged, melted. ¿ the tonsil tip electrode and suction opening contain tissue and coagulum buildup, figure # 3 and figure # 4. ¿ the suction coagulator and suction opening contain tissue and coagulum buildup, figure # 5 and figure # 6 ¿ see the reference pictures of a new adenoid tip and a new tonsil tip for comparison, figure # 7 and figure # 8. ¿ insufficient cleaning and use contribute to the gunk buildup on the electrode wire and housing and can diminish device performance. Functional inspection: the functional inspection portion of the complaint investigation was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0210058295 revealed there were no problems that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed in the laboratory environment. The returned plasmablade¿ tna adenoid tip reveals evidence of electrode fracture, detachment, and melting of the electrode wire housing. Insufficient cleaning and use contribute to this failure mode. This complaint has been seen in the past and been addressed through situation analysis 13-90-0014. It cannot be determined how or when the electrode wire was damaged. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. H - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna ¿ IFU 13-90-0014 rev. F ¿ situation analysis for plasmablade¿ adenoid tip electrode detachment. Test equipment: the functional inspection was not performed because the complaint was confirmed via visual inspection, therefore, no test equipment was utilized. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
About 30 minutes into the case, the surgeon reported the plasmablade wire detached on one side of the device. The surgeon continued to use the device and the wire detached completely. The surgeon reported nothing fell into the patient and there was no patient impact. During analysis it was found that the device tip housing was damaged and melted.